Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient described increasing pain in the left thigh and a popping noise since (B)(6) 2014. Upon review of the two x-rays that were provided an anterior posterior lateral review of the left femur, which do not state a specific side. It was also reported that the xrays show a comminuted fracture of the proximal shaft of the femur that has been treated with an intramedullary nail with a cephalic component proximal femoral nail antirotation as well as six cerclage wires. The unknown nail is broken proximal to the distal two cerclage wires and is displaced. This report is for an unknown nail. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.